Event description:
Same case as MDR ID: 2134265-2015-03517. It was reported that the rotawire fracture occured and remained inside the patients body. A non bsc guide catheter was placed in the ostium of the left main through femoral access. The first diagonal branch was successfully wired with a non bsc support wire and traded out through a non bsc fine cross catheter for a extra support rotawire. A 1.50 mm rotolink burr was tracked successfully to the proximal left anterior descending artery (lad). The 1.50 mm rota burr was disconnected and replaced with a 1.25 mm rotalink burr. The burr was tracked proximal to the first diagonal branch and with the burr spinning at approximately 160,00 rpms, the physician advanced the burr into the highly calcified stenosed target lesion. It was then noted that the rotowire snapped approximately 1.5 cm proximal to the spring tip and the 1.25 mm burr jumped forward into a space somewhere between the lad and first diagonal branch. The patient remained hemodynamically stable throughout the entire event. The physician assumed that the burr may have perforated the artery but was plugging the hole in the artery therefore an attempt to manually remove the burr was not made. The patient then went off to surgery to have the wire fragment and burr removed and at the same time the surgeon was going to do bypass on some occluded arteries. No further patient complications were reported and following the successful surgery the patients condition is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).